Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with a separated stopper, loose plunger, and broken barrel. The piece of the barrel is not inside the package. There is no further information. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) bd 1/2cc, 8mm, 30g safetyglide insulin syringe in an open blister pack from lot # 6014512. Customer states that the stopper and plunger are loose in the barrel and the barrel is broken. The returned syringe was examined and exhibited a separated stopper which could cause the plunger rod to be loose in the barrel. Also, a piece of the barrel was broken off ranging from the 0-20 unit markings. On 30may2018, holdrege received one (1) 0.5ml, 8mm, 30g bd safetyglide syringe in opened blisterpack from batch# 6014512. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The stopper and plunger rod were assembled together and proper seating of the stopper was noted at that time. Additionally, no damage to the safety mechanism, cannula, hub or shield were noted. Cycle testing within the intact portion of the syringe barrel was completed with no notable findings. Probable root cause is a jam at the infeed dial on the printer, resulting in the break in the syringe barrel. As the damage did not remove the syringe barrel tip, the hub assembly and safety mechanism could therefore be assembled onto the syringe. No additional actions at this time. A review of the device history record was completed for batch# 6014512. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200669557, 200669112, 200669719, 200669718, 200669029, 200669806] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates, loose plunger, broken barrel) investigation conclusion: possible root cause: insufficient silicone in the barrel. Probably root cause for the broken barrel was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.